Event description:
Healthcare worker experienced buring of their eyes with frequent coughing after a few hours of working with cidex opa. The worker did not go to employee health but did see their personal physician who diagnosed their asthma and place them on a bronchodilator.